Event description:
It was reported that patient underwent primary knee revision surgery around (B)(6) 2012. On an unknown date, the implant dislocated. A revision procedure was performed on an unknown date to replace only the femoral hinge mechanism and rhk bearing due to infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been received. Expiration date - unknown. Implant date - (B)(6) 2012 (exact date unknown). Explant date - unknown. Manufacture date - unknown.